Manufacturer narrative:
(B)(4). The reported event was identified during review of a journal article. M.h. Hjorth, et al. Does a titanium sleeve reduce the frequency of pseudo tumors in metal-on-metal total hip arthroplasty at 5-7 years follow-up? The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 01783.

Event description:
It was reported in a journal article that one patient had extracapsular pseudotumor in right hip. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the devices is unknown. The lot number of the products are unknown; therefore the device history records, complaint history could not be reviewed. The reported devices are used for treatment. It could not be confirmed if the devices were used in an approved and compatible combination. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Relevant medical history is unknown. A definitive root cause cannot be determined with the information provided.